Event description:
A report was received that stated the safety device would not activate. As a result, it was not fully captured in the safety device and was exposed. No needlestick was reported. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.